Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly issue. The customer¿s blood glucose was unknown. The customer stated that the insulin pump was beeping. The customer also stated that there was something nearby that beeps. The customer also stated that the buttons were neither pressed nor accidentally pressed. The insulin pump will not be return for analysis.